Manufacturer narrative:
The device was returned, and the evaluation found that device was not displaying image. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the bronchovideoscope had an obstruction in the cannula and the scope was not responding when attached to the machine unit. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it's likely the event (image disappearance) occurred due to a broken charged coupled device in the bending tube. Additionally, it was found that the customers reported event occurred due to the connecting tube having a heavy dent, and as a result the squeezed connecting tube disturbed normal movement of the charged coupled device cable which may have caused the broken cable. The suggested event is detectable by handling the device in accordance with the following sections of the instructions for use: operation manual 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.